Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing a myocardial infarction and while hospitalized, had a stroke. It is unknown if the patient was connected to the homechoice device at the time of the heart attack. The patient was discharged from the hospital ten days after admission and is still experiencing mild weakness from the stroke. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed and no abnormality was observed in the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. If additional relevant information becomes available, a follow up report will be submitted.